Event description:
The customer was hospitalized for low bgs. The customer was using the bolus wizard and went low. It was mentioned that the customer was disconnected during rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested that the customer call their doctor to discuss possible causes of low bgs.